Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings:the pump was observed to have a crack in the battery compartment just below the grip pad. There was no moisture observed in the pump battery compartment. A leak test was performed and the pump was observed to be leaking at the pump display screen. The pump was opened and moisture was observed on the force sensor circuit. Unrelated to the complaint the display screen was observed to be faded and discolored. Also unrelated to the complaint, the contrast button was observed to be intermittently responding to presses; the contrast button has no effect on the pump insulin delivery function. The keypad was removed and contamination was observed under the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump battery compartment was cracked and there was no power to the pump. The reporter indicated that the pump was taken swimming and there was moisture noted behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.